Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: four events were reported for this quarter. Product return status: four devices were received for evaluation. Evaluation status: four events were confirmed during testing. - four devices were found to be affected by fractured/detached components. Product disposition: the devices were repaired and returned to the user facility. Additional information there were no remedial actions taken on this device. This device is not labeled for single-use.

Event description:
This report summarizes 4 malfunction events in which the device had a component detach. Four events had no patient involvement; no patient impact.